Event description:
The patient was revised because of a fractured patella, the pegs sheared off. (Right knee).

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Review of the device history records did not reveal any anomalies. Patient x-rays were not available for examination. Requests were conducted for additional investigational inputs. No information was obtained. The investigation could not draw any conclusions about the root cause of the device fracture. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.